Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) has blood in the device and the security disk. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6,h2,h10,h11 corrected data: b5, b6,b7,h6( clinical & impact ).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has blood in the device and the security disk.

Manufacturer narrative:
A getinge field service engineer (fse) reported that repair cannot be performed due to a lack of parts, the complaint will be closed and in the event new information and/or device was to become available, the complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
The field service engineer (fse) reported that the device has been shut down. Repair has not been approved. No repair required.